Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
Customer initially reports that the spring that holds the ratchet in position popped out during surgery. Pt had to have x-rays to ensure no parts fell into the wound. On (B)(6) 2014 customer reports that they were changing tension on the hook and released the lever for height adjustment. When the procedure (anterior hip replacement) was over they realized the spring was missing. Pt x-ray confirmed spring not in the pt. No harm done.